Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the inner insulation was abraded at 34.1 and 34.5 cm from the connector pin.

Event description:
Related manufacturer reference number: 2017865-2024-61784. Related manufacturer reference number: 2017865-2024-61786. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the pacemaker, the right ventricle (rv) and atrial (ra). The physician elected to explant and replace the pacemaker, rv and ra. The patient was in stable condition.